Manufacturer narrative:
Usage of device added.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed vent inop occurrence. The customer reported that patient involvement is unknown.